Event description:
Reporter alleged the lancet needle that is a part of the softclix lancing system would not retract after use. Reporter stated after using the lancing system, the needle remained protruding outwards 1/8th of an inch. No actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.